Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: during investigation, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on 10/28/2013. There was no adverse event associated with this complaint.